Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-29035 - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion set cannula was not seated properly events on (B)(6)2024. These events occurred after 3 or more hours of insertion. The infusion sets has been used for 6-8 hours. The insertion site was at the abdomen. The blood glucose level was high at the time of the events; therefore, the patient was treated with correction boluse via multiple daily injections (mdi). The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.